Manufacturer narrative:
According to the customer, "a 44-year-old patient was treated for refractory osteoarthritis washing of the right elbow with the placement of a covering flap taken from the inguinal area on (B)(6) (mcgregor technique). A dorsal suction drain was inserted after closure of the donor site. On day 4, it was noted that the patient's dorsal redon drain was almost severed in two at the junction of the tube and the radiopaque part (with the opaque part remaining in place) and very close to the orifice. When attempting to remove it with halstead clamp, it broke. The part present in the patient was completely retracted into the orifice. When attempting to retrieve the end, it sank even further. Surgical decision to remove the piece of drain lost during flap weaning, potentially after several weeks. Return to the operating theatre on day 6 due to the progression of the infection despite broad-spectrum antibiotic therapy, probably related to the presence of the severed redon drain. Washing and removal of the foreign body". Customer contact stated the patient received "continuation of care, with no further complications arising from the incident". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "a 44-year-old patient was treated for refractory osteoarthritis washing of the right elbow with the placement of a covering flap taken from the inguinal area on (B)(6) (mcgregor technique). A dorsal suction drain was inserted after closure of the donor site. On day 4, it was noted that the patient's dorsal redon drain was almost severed in two at the junction of the tube and the radiopaque part (with the opaque part remaining in place) and very close to the orifice. When attempting to remove it with halstead clamp, it broke. The part present in the patient was completely retracted into the orifice. When attempting to retrieve the end, it sank even further".